Manufacturer narrative:
The aware date provided in the initial report was incorrect. The correct aware date is february 12, 2019.

Manufacturer narrative:
Unit passed the displacement test. Motor error alarm during the basic occlusion test and unable to prime during the prime/a33 test due to faulty fsr (gold). Unable to perform occlusion test or excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed.

Event description:
The customer reported via phone call that the insulin pump had a motor error. The customer¿s blood glucose level was 330 mg/dl. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.